Event description:
It was reported that the patient received inappropriate therapy due to noise. Upon explant, an insulation anomaly above the rv coil was observed.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.